Manufacturer narrative:
The stm replaced the power cord reel assembly ((B)(4)) then completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the power cord for the cardiosave intra-aortic balloon pump (iabp) would not retract. There was no patient involvement reported.